Manufacturer narrative:
Initial inspection of the pod found the top and bottom housing to be cracked. Discoloration was observed through the top and bottom housing. Upon removal of the housing, corrosion was observed on the bottom batter and the pcb. The battery voltage of all three batteries were observed to be low due to the internal corrosion. An external power supply was attached in an attempt to retrieve download data. Ultimately the pod was unable to connect to the master pdm. The pcb was removed and attached in an attempt to retrieve download data, ultimately download data was unavailable and data was lost. After the pcb was removed further corrosion was observed. A leak test was conducted successfully, a tear spanning in both the exposed and unexposed portion of the soft cannula was observed, where it was seen to leak. The timing and cause of the observed cannula tear could not be determined. It cannot be determined if the observed cannula tear contributed to the internal corrosion or reported event. It cannot be determined if the observed housing cracks were severe enough to allow for fluid ingress. As a result of the data loss, the presence of a hazard alarm could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.2. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for less than 1 hour. It was reported by the patient that the pod was alarming during operation.